Manufacturer narrative:
As the rv lead remains in the patient, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited noise that was being oversensed. A revision was performed and the rv lead was surgically abandoned and replaced. The pacemaker was explanted and also replaced. No additional adverse patient effects were reported.